Event description:
In 2005, this pt underwent endovascular repair using gore excluder aaa endoprostheses. The pt expired eleven days later, due to unk causes. No autopsy was performed. No additional info is available.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this pt and mfg: pxc181400/03749422, pxc201000/03690221.